Event description:
A healthcare facility reported to our distributor that the facial seal of 4 units of the rt040l full face mask fell apart from the mask base. This was detected whilst the product was still in its packaging. No pt consequence was reported.

Manufacturer narrative:
The lot numbers concerned are 070503, 061213, 071116 and 070110 with corresponding manufacture dates being 05/2007, 12/2006, 11/2007 and 01/2007 respectively. A lot check has revealed 2 other complaints for these lot numbers. The rt040l masks are en route to the MFR for investigation. Pending receipt of the masks and analysis of the alleged malfunction, we are unable to comment on this complaint specifically. However, we have previously received similar complaints in respect of this device. Result: this is a known failure mode. The seal is held on the mask base by friction between the silicone seal and the retaining slot. Several undercut bump features provide some mechanical locking. However the seal can be pulled out under a force of approx 10-15n. This "mechanical locking" has been deemed to be insufficient as complaints have been reported due to the seal (or cushion) coming off during use or during transit. Conclusion: the mfg process has been updated and a new gluing process has been added to provide better seal retention. The new process came into effect from 2008. The rt040 masks specific to this complaint were manufactured prior to this date.